Manufacturer narrative:
The suspect device has been returned for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
A customer alleged the wire tip unraveled during use. No patient injury.